Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue affecting the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: on examination, there was no visible damage to the keypad. The bolus button cover was noted to be torn, but had normal response on testing. The up arrow button had intermittent response. The contrast button was unresponsive. The down arrow and ok buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and up arrow buttons. Unrelated to the complaint, there was a crack along the battery compartment extending from the threads to the case seal.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.